Event description:
In 2007, two calaxo screws were implanted in tibial part. Revision surgery thirteen days later, in order to remove both calaxo and replace with 2 biorci ha, because of discharge at the low part of the scar and too fast absorption. Malfunction report form confirms that there was no pt injury as a result.

Manufacturer narrative:
No product is being returned for evaluation.